Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Analysis of the ins found a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient had trouble maintaining coupling bars. There were no contributing factors reported, there were no troubleshooting steps performed and there were not actions taken to resolve the issue. Surgical intervention was not planned, and the patient was alive with no injury. Additional information received from a manufacturer representative (rep). It was reported the patient was scheduled for an ins replacement on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the ins was discarded by the account. The coupling issues were undetermined. No further complications were reported.